Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the tip of the tip-up fenestrated grasper instrument was chipped. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: since there is no confirmation that fragments fell into a patient, no specific actions have been taken in response. The patient has not returned to the hospital due to post-surgical complications related to the retention of foreign material. There was a discrepancy in surgical records, indicating that on (B)(6) 2025, the operation was a pulmonary lobectomy not a duodenal switch. Information was received indicating the instrument was "chipped," but there are no photographic images or video recordings of the devices or procedure available for isi review.

Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have one indentations/burrs at the tip of the grip tips. The grips were not found to be bent, and additional damage wasn't found at the distal end. Components adjacent to the indented grip tips do not show damage. The complaint regarding tip is chipped was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument grip tips is attributed to damage during use or reprocessing.

Event description:
Refer to h11 for follow-up information.